Event description:
Reportedly, the surgeon fired the stapler and upon removing the instrument from the tissue, there was bleeding. According to the surgeon the staples did not form. It was reported that the pt lost 500cc of blood.